Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device was displaying e6 and e8 error codes was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the hand control assessment, and the air pump activated as soon as the device was plugged in. During repair it was observed that the flex circuit was worn out and the potting is cracked, causing these failures. The assignable root cause was determined to be due to wear from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a spine laminectomy surgical procedure, it was observed that the motor device was displaying an e6 and e8 error codes. It was reported that there was no delay in the procedure as an unspecified spare device was available for use and procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.